Manufacturer narrative:
(B)(4): the customer reported that the ac led indicator light is not working. The was not report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified the ac power supply was replace to resolved the reported issue.

Event description:
The customer reported that the ac led indicator light is not working. There was no report of pt involvement.